Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge when using non-philips pads. No pt involvement was reported.